Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, there was technical failure in the laser fiber. A break and burn occurred at the distal end of the fiber after 80,000 joules of use. The procedure was completed using another fiber, and the patient was reported to be in stable condition.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, there was technical failure in the laser fiber. A break and burn occurred at the distal end of the fiber after 80,000 joules of use. The procedure was completed using another fiber, and the patient was reported to be in stable condition.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.